Event description:
Additional information reported by the physician: left side capsular contracture baker grade iii-IV, pain, deformation and axillary ganglia. "Heterogeneous and hypoechoic images are identified, they form collections, with low volume."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade unknown. The device remains implanted.